Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. It was also noted that the patient experienced ongoing shortness of breath (sob). Technical services (ts) reviewed the reports and could not confirm if there was capture. Ts stated that the electrogram (egm) looked odd. Ts suggested bringing the patient in for evaluation and provided troubleshooting options. It was noted that there was a recent lead revision, but it is unclear what lead was revised. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device system was evaluated in person. It was determined that there was no loc rather there was fusion and pseudofusion. The device was reprogrammed. No adverse patient effects were reported.

Event description:
It was reported that there were concerns this pacemaker exhibited loss of capture (loc) on the right atrial (ra) lead channel. It was also noted that the patient experienced ongoing shortness of breath (sob). Technical services (ts) reviewed the reports and could not confirm if there was capture. Ts stated that the electrogram (egm) looked odd. Ts suggested bringing the patient in for evaluation and provided troubleshooting options. It was noted that there was a recent lead revision, but it is unclear what lead was revised. The device remains in use. No adverse patient effects were reported.